Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose over 600 mg/dl on (B)(6) 2018 at 4:00 pm. Customer was vomiting and thirsty. Blood glucose value when admitted to hospital was 600 mg/dl. Customer current blood glucose was 342. Blood glucose reading at the time of the incident was 600 mg/dl. Customer has been using insulin pump system within 48 hours of reported high bg event. Customer was treated with manual injection. The names of the hospital customer visited is (B)(6) medical center. (B)(6) reported the incident. The reporter contact is (B)(6). Customer went to the hospital because of not feeling well. Customer did not perform carelink upload. Customer did not perform hp test. Insulin pump was returned, and it passed all the tests. The insulin pump passed product analysis.